Manufacturer narrative:
(B)(4). A review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ precautions: ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." The visual inspection of the returned device reported the check-flo valve separated from the sheath. The flare was found to have a ruffled appearance (out of round), and the flare tubing was stretched. Based on the visual inspection of the complaint device, it is feasible to suggest that excessive force had been used during removal. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It is feasible to suggest that the root cause of this event is related to the patient's condition. It was noted that the patient had a "tight, calcified bifurcation, heavily calcified a. Iliac and sfa," which likely caused the device to become stuck, requiring force beyond the device's intended design for removal. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported during an iliac and superficial femoral artery (sfa) procedure of a tight, heavily calcified bifurcation area the sheath got separated from the valve. Reportedly at the end of the procedure when the physician attempted to retrieve the flexor introducer over a stiff wire, wire was another manufacturer's, the introducer got stuck in place. The sheath and introducer separated as the physician used "great force" to remove the sheath. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.